Event description:
It was reported that during a laparoscopic hernia repair procedure, the instrument would not fire staples properly. The tip came loose/moved which caused misfire and/or two staples to fire at once. Used a like device to complete the case. There was no adverse patient consequence.

Manufacturer narrative:
Evaluation summary. The analysis results showed that one device was returned non-functional. The device was returned with cartridge extending out from the tube due to an insufficient crimp. In addition, the cartridge nose was noted to be open due to an insufficient weld.we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.